Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance causing a polarity switch. The lead was suspected to be fr actured. The lead and implantable pulse generator (ipg) were abandoned due to inability to pace and sense appropriately and replaced. No patient complications have been reported as a result of this event.